Event description:
Customer reported that on (B)(6), 2012 he received an unspecified error message on the display of his adc blood glucose meter after a sample was applied to a test strip inserted into it. Customer further reported he became "dizzy, lost (his) balance" and subsequently lost consciousness. He further noted that when he lost consciousness he sustained an injury to his hip and hit his head on the wall. Customer self-presented to his healthcare provider, had x-rays done and had blood drawn for laboratory analysis. Customer was unable to report what, if any, diagnosis he received. Customer denied self-treating. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Manufacturer narrative:
The returned meter was tested with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.